Event description:
Customer reports that during a procedure, fluoro dropped out and customer had to bring a c-arm into the room to complete procedure.

Manufacturer narrative:
Liebel flarsheim manufacturing report: lf field service engineer troubleshoot issue to a failed x-ray console that would not boot up. Fse confirmed problem and replaced the x-ray computer console. Fse verified operation to the hf series sedecal generators service manual, and infimed technicak manual. System returned to full service by the customer.